Event description:
Event was reported to caldera medical by an attorney. Legal complaint states that patient suffered serious bodily injuries, including, but not limited to, extreme pain, vaginal erosion, dyspareunia, abdominal and pelvic pain, recurrence of urinary incontinence and/or other injuries. Patient was injured in her health, strength, and activity, sustaining injury to her person, as well as severe mental and physical pain and suffering, some permanent disability to her person, and general damages.